Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated she had issues with infusion sets in the form of bent cannulas which led to hospitalization due to high blood glucose (over 554 mg/dl) and was diagnosed with diabetic ketoacidosis as ketones were reported to be high. The patient self-treated herself with correction bolus via pump, multiple daily injections and flushed out ketones with water prior to hospitalization. She received insulin drip via intravenous route and sugar glucose therapy as corrective treatment. She was hospitalized for two days. Moreover, she had issues with three infusion sets, where with the two sets, cannula was kinked. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.